Event description:
Huber needle broke off of protective sheath and huber needle still in patient. Chest upon discontinuing patient 5fu 4c hour infusion. This author was able to remove needle from port a cath access with hemostat and disposed of needle in proper container. Diagnosis for use: chemotherapy. Therapy dates: (B)(6) 2015 - (B)(6) 2015.